Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a smartablate¿ system rf generator (us) and the generator continued to ablate above the cutoff temperature. Initially it was reported that after the temperature was set at 60 degrees and in between ablations with the catheter, the generator would display the temperature at 63 and 47 degrees. It appeared that the temperature was changing on its own. It was also reported that the touch screen on the smartablate¿ system rf generator (us) remote was not very responsive. The catheter was exchanged, and the issue resolved. Repair follow-up was performed, and the generator was not shipped for service. During follow-up, the customer confirmed that the generator was working without issue. The customer complaint cannot be confirmed. It was also reported that the touch screen on the smartablate¿ system rf generator (us) remote was not very responsive. The remote control was evaluated and replacement of user interface (ui) resolved the touch screen issue. The device was also subjected to preventative maintenance (pm), safety and functional testing and all tests passed. Certificate of conformance (coc) was reviewed. It was verified that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a smartablate¿ system rf generator (us) and the generator continued to ablate above the cutoff temperature. Initially it was reported that after the temperature was set at 60 degrees and in between ablations with the catheter, the generator would display the temperature at 63 and 47 degrees. It appeared that the temperature was changing on its own. It was also reported that the touch screen on the smartablate¿ system rf generator (us) remote was not very responsive. The catheter was exchanged, and the issue resolved. The ablation catheter being used was the ez steer¿ nav bi-directional electrophysiology catheter. Additional information was provided on october 14, 2019 and it was reported that the smartablate¿ system rf generator (us) temperature cut-off was set to 60 degrees and 60 seconds duration. During ablation, the power would titrate between 20-35 watts, and the maximum impedance observed was 135 ohms. After the first ablation the generator spontaneously reset the cutoff to 47 degrees, then on the second ablation it changed to 62-63 degrees. Since the cutoff was reset, the system continued to ablate over the previous threshold for about 15 sec. The ablation was terminated using the stop button. This issue of the generator continuing to ablate above the temperature cut-off value was assessed as an MDR reportable malfunction.